Event description:
Litigation alleges that patient experienced pain, clicking, and increased metal ion levels. The hip pain continued to worsen considerably and significantly impaired ability to perform daily activities.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(6) 2013 - patient's revision operative records were received. Records indicate it was the patients left hip that was revised. Records also indicate upon revision a large pocket of milky appearing metal debris-like fluid was encountered and metal debris within the joint was found. There is no new information that would change the existing MDR decision. (Left hip).

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.